Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction code did not reappear after the reset. The customer was instructed to continue using the pump and to report back if the issue recurred.